Event description:
No RMA was issued, the device was discarded and will not be returned for evaluation. The device was implanted on a pt who had a hemoglobin of 4. The oxygen reading was very low. The pt was given blood transfusion and the oxygen reading went to 30mm. Then the oxygen reading went down to 0mm without trending down from previous reading of 30mm. An MRI was performed and confrimed that the oxygen probe was in a blood clot. The probe was removed and discarded. The low and zero reading was attributed to the presence of the probe in the blood clot. The probe was not replaced.